Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the patient was referred for x-rays and the patient will be consented for surgery. It was reported that there was not trauma or manipulation that occurred that could have caused or contributed to the high impedance. The device was not programmed off after observing the high impedance reading. The patient underwent generator and lead replacement on (B)(6) 2013. Only the generator was returned for analysis on (B)(4) 2013. Analysis of the generator is underway, but has not been completed to date.